Manufacturer narrative:
Corrected block: g1. Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported issue, observing the in-vivo adjustment to be successful throughout the monitor's range for the hematocrit/saturation (h/sat) oxygen (o2) parameter. Starting at the high end of the hsat range, so2 was adjusted to 95%. The so2 value was adjusted down to 60%. Both adjustments were reflected on the monitor.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. The monitor passed power on self testing with no errors. The hematocrit saturation module (h/sat) successfully passed service mode testing within specifications. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the venous saturation showed 100% all the time. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.